Event description:
Reportedly, while the device was being used to monitor a pt described as in cardiac arrest, the display blanked out. The operator replaced device batteries in an attempt at correction. When the device was re-powered, it was alleged the pt ECG was inappropriately displayed as an artifact, and after a very brief interval, the display blanked out again.